Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant depressed vancomycin patient result was obtained on a dimension vista 1500 instrument. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant vancomycin (vanc) result on the dimension vista 1500 instrument. Hsc evaluated the information provided and the instrument data files. The customer with instructions from the siemens customer care center conducted automatic cleaning and alignment of the server 1 probe in the course of normal troubleshooting actions and maintenance. The cause of the event is unknown. The customer is operational. No potential product issue was identified. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) patient result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician. The same sample was reprocessed on the same instrument and on an alternate dimension vista system and higher results were obtained. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant depressed vanc result.